Manufacturer narrative:
The manufacturer previously reported a failure of the power management board. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. The power management board was found to operate to design specifications. The system board was also returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was due to a communication issue with the slim stack connector.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.